Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the complaint for probe damage error. No error occurred during evaluation. Instead the evaluation found the teflon pad split off on the side and partially missing at the tip, exposing metal under the pad. There was no damage seen in the probe. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unspecified procedure, the device generated a probe damage error. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.